Event description:
Healthcare professional (hcp) reported this home patient (hp) receiving hemodialysis at home using the baxter sps 1550 device. Spouse called hcp reporting the hp had "another one of those black outs" during dialysis. Blood pressure was 122/80 and blood sugar was 133. Spouse of hp set the goal on the ultrafiltrate controller to remove 1.6 kg, representing 3 pounds for the weight gain and .4kg for 400cc return volume over 4 hours for a total of 3.52 lbs. Hp started having a black out with 1 hour of dialysis remaining and 4 lbs fluid had been removed at this point, no alarm on the device. Hp pre-treatment weight was 51.36kg, post-treatment weight was 49.54kg. Blood pump rate was 300 ml/minute and dialysate flow rate was 700 ml/minute. Pt refused to go to local emergency treatment center. Hp states they "will be ok in a few minutes." Spouse of hp reclined hp, decreased the blood pump rate and returned blood to the hp. Hcp reported hp to dialyze in the clinic on 11/11/2002. On 12-03-2002, family member of home patient reported hp has not experienced any further black outs since this event and treatments have been completed without further problems to report. On 12-04-2002, hcp reported hp experienced similar symptoms during dialysis in the clinic on 11-11-2002 with approximately 30 minutes remaining in the treatment. An EKG revealed hp experiencing supraventricular tachycardia (svt). Hcp also reported hp was not perfusing adequately and an appointment was scheduled for hp to see a cardiologist. Hcp stated clinic has not received any information related to the cardiology visit. Hcp reported hp treatment time has been increased and they are considering adding additional treatments to current plan of care and decreasing the amount of ultrafiltrate removed during the dialysis treatment to help prevent these episodes. On 12-14-2002, hcp is not attributing this event to the device.